Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is being filed after the subsequent review of the following literature article: button, g.,md, ms, wolinsky,p., md, hak, d., md, mba. Failure of less invasive stabilization system plates in the distal femur. (September 2004) j orthop trauma, volume 18, number 8. (United states). This report is for an unknown-less invasive stabilization system (liss) plate/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: button, g.,md, ms, wolinsky,p., md, hak, d., md, mba. Failure of less invasive stabilization system plates in the distal femur. (September 2004) j orthop trauma, volume 18, number 8. (United states). The purpose of this paper to review 4 less invasive stabilization system (liss) plates failures, and to detail the reasons for failure, the modes of failure, techniques that can be used to avoid failure and locked plates placed percutaneously for distal femur or proximao tibia fractures, were developed by the ao group (davos, (B)(4)). The study included four cases (3 men and 1 women), with a mean age of (range, 19-42 years). (Case 1) this is 1 of 4 ((B)(6)-female, unk liss plate-implant failed/revision). (Case 2) this is 2 of 4 ((B)(6)-male, unk liss plate-implant failed/revision). (Case 3) this is 3 of 4 ((B)(6)-male, unk liss plate-implant failed/pain). (Case 4) this is 4 of 4 ((B)(6)-male, unk liss plate-implant failed/displacement). This report is for an unknown-less invasive stabilization system (liss) plate. This is report 3 of 4 complaint (B)(4). This report is for an unknown (liss) and refers to (B)(6) male with implant failed with pain..